Event description:
It was reported that the patient experienced unstable angina. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 21 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy stent system with the residual stenosis noted to be 0%. Post dilatation was not performed. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with unstable angina and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Five days later, the subject was discharged from the hospital. The event was considered to be recovering/resolving. It was further reported that in august 2024, the subject presented with unstable angina and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Eight days later, in september 2024, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient experienced unstable angina. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 21 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy ii des with the residual stenosis noted to be 0%. Post dilatation was not performed. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with unstable angina and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Five days later, the subject was discharged from the hospital. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, the subject presented with unstable angina and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Eight days later, in (B)(6) 2024, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
Updated. D4: lot number, model number, catalog number, expiration date, UDI. H4: manufacture date. E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced unstable angina. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 99% stenosis and was 21 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 24 mm synergy stent system with the residual stenosis noted to be 0%. Post dilatation was not performed. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with unstable angina and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Five days later, the subject was discharged from the hospital. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, the subject presented with unstable angina and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. The event was treated medically. Eight days later, in (B)(6) 2024, the subject was discharged from the hospital. At the time of reporting, the event was considered to be recovering/resolving. It was further reported that the target lesion was located in the proximal left circumflex artery.

Manufacturer narrative:
Updated d4: lot number, model number, catalog number, expiration date, UDI. H4: manufacture date. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).